Event description:
The customer's wife called to report that the customer was hospitalized for diabetic ketoacidosis. The wife reported a blood glucose reading of 477 mg/dl during the phone call. The wife also stated that she ran a four unit prime and insulin did not exit. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.